Manufacturer narrative:
Method: no sample rec'd for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: without the actual product or a lot number, a complete analysis cannot be conducted. If add'l info pertinent to this complaint, a f/u report will be filed.

Event description:
Drug/diluent: naropin 0.2%. Fill volume: 400ml & flow rate: 6ml/hr. Procedure: right shoulder tas with sad and rcr. Cath place: interscalene brachial plexus. Pump emptied in about 40 hours. Pt had surgery on (B)(6), 2011, and pump was placed after that. Pt says she had trouble breathing on (B)(6), 2011. She thinks as a result of the medication, and her sister helped her remove the pump on (B)(6), 2011. Pt has contacted anesthesiology about this issue. Date of event: (B)(6), 2011. Per dfu: labeled fill volume: 400ml. Maximum fill volume: 550ml. Saf flow rate: 2,4,6,8,10,12,14 ml/hr. Delivery accuracy: when filled to the labeled volume, flow accuracy is + or - 20% of the labeled rates when infusion is started 0-8 hours after fill and delivering normal saline as the diluen at 22 degree celsius / 72 degree fahrenheit.